Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced palpitations two days post implant. Review of stored device memory noted three stored pacemaker mediated tachycardia (pmt) episodes that were due to intermittent loss of capture (loc). A lead dislodgement was suspected after review of x-ray imaging. Outputs were increased. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. The patient was referred for follow up with the implanting physician, however, the patient cancelled all appointments and planned to follow up with another facility.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in clinic 5 days later. Interrogation of the device noted increased rv threshold measurements of 2.5 volts at 1 millisecond. A health care professional (hcp) reported that outputs will remain at 5 volts and the patient will be seen again in approximately one month for an interrogation and thresholds and outputs will be evaluated.